Manufacturer narrative:
(B)(6).

Event description:
The customer provided data for a total of 8 samples from 8 different patients tested for multiple thyroid assays on the cobas 8000 e 801 module . Of these samples, one had erroneous results for elecsys ft3 iii. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. All highlighted values are erroneous. The sample was initially tested on the customer's e 801 analyzer. The sample was provided for investigation, where it was tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The sample was also tested on a centaur analyzer. In addition, the sample was treated with polyethylene glycol (peg) and tested on a roche elecsys analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e 801 analyzer used at the customer site was asked for, but not provided. The serial number of the e 801 analyzer used for investigation was (B)(4). Ft3 reagent lot number 314824, with an expiration date of 31-may-2019 was used on this analyzer. The serial number of the e 602 analyzer used for investigation was (B)(4). Ft3 reagent lot number 242379, with an expiration date of 31-oct-2018 was used on this analyzer. The serial number of the e 411 analyzer used for investigation was (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer. The values generated on the roche systems are similar to those generated on the siemens centaur. The differences in results are related to the differences in the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. The investigation was unable to find a definitive root cause.